Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# pr247060. G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Summary of investigational findings: the customer was unable to advance the delivery system through left common iliac artery (cia). The device was removed and the customer found a hangnail/cut mark on the sheath tip and it was slightly turned outward. Another device was used instead and the procedure was completed successfully. There were no adverse effects to the patient. The event description reports that there was calcifications in the access route and it is likely that this may have contributed to the advancement difficulty. However, as the device was not returned and images were not provided, it is not possible to determine an exact cause. Cook will reopen the investigation if further information is received no evidence to suggest that the device was not manufactured according to specifications cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: tevar of the taa was performed from left femoral artery. There were calcifications in the access route of this procedure. The physician prepared the delivery system (zta-de-26-104-w1) properly. The physician inserted the delivery system into the body and he attempted to advance the delivery system to zone 4. However, the delivery system was unable to advance at around left cia(common iliac artery). The physician removed the delivery system outside the body and he found the damage at the tip of the flexor introducer sheath. There was a slight hangnail/cut mark and the tip was slightly turned outward. He used another device (zta-de-26-104-w1, lot: e3779403) instead and completed the procedure successfully. Patient outcome: no adverse effects to the patient.